Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A benefit risk evaluation assessor via regulatory agency reported that that during implantation of an intraocular lens (iol) the plunger over ride the lens and lens opened up in the incision and partially stuck. There was no patient harm. Procedure was competed with 5 minute delay with another lens.